Event description:
It was reported that patient faced an event where infusion set tape not sticking on first day use which led to high blood glucose treated with insulin pen and intravenous insulin on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: medtronic minimed. Street: 18000 devonshire street. City: northridge web. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.